Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the pacemaker was dented upon removal from its packaging. As a result, the pacemaker was not used and was replaced during the same procedure. The patient remained stable throughout the procedure.